Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in a (B)(6) female patient who had essure (batch no. 740650) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient experienced pruritus (seriousness criterion intervention required), arthralgia ("constant joint pain ankles, fingers, wrists"), temporomandibular joint syndrome ("constant joint pain jaw"), fatigue ("chronic fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), disturbance in attention ("loss of concentration"), memory impairment ("forgetting words"), headache ("headache") and dry eye ("dry eyes"), 4 years 6 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pruritus, arthralgia, temporomandibular joint syndrome, fatigue, insomnia, amnesia, disturbance in attention, memory impairment, headache and dry eye outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, dry eye, fatigue, headache, insomnia, memory impairment, pruritus and temporomandibular joint syndrome with essure. The reporter commented: she was on sick leave. Standing posture very difficult and has stopped all sporting activities. She was completely distraught because she was a very dynamic person and today she has the body of and she moves like a 90-year-old woman. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2022. The most recent information was received on 11-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in a 54-year-old female patient who had essure (batch no. 740650) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient experienced pruritus (seriousness criterion intervention required), arthralgia ("constant joint pain ankles, fingers, wrists"), temporomandibular joint syndrome ("constant joint pain jaw"), fatigue ("chronic fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), disturbance in attention ("loss of concentration"), memory impairment ("forgetting words"), headache ("headache") and dry eye ("dry eyes"), 4 years 6 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pruritus, arthralgia, temporomandibular joint syndrome, fatigue, insomnia, amnesia, disturbance in attention, memory impairment, headache and dry eye outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, dry eye, fatigue, headache, insomnia, memory impairment, pruritus and temporomandibular joint syndrome with essure. The reporter commented: she was on sick leave. Standing posture very difficult and has stopped all sporting activities. She was completely distraught because she was a very dynamic person and today she has the body of and she moves like a 90-year-old woman. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Lot number: 740650 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.